Event description:
It was reported that while pacing a patient on both atrial and ventricular channels the external pulse generator turned off and shut itself down completely. It was additionally reported that the generator had been checked earlier and worked fine and did not indicate low battery. The patient had an intrinsic rhythm and was therefore not jeapordized however it was noted that their heart rate did drop slightly. It was attempted to turn the generator off and back on again but though the lights blinked the generator did not start. It was able to be changed out for another generator and the patient had no injury. A new battery was tried in the reported generator however it was still not able to be powered on. It is expected to be returned for service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: it was noted that the product was received in good cosmetic and mechanical condition but that it failed its incoming testing with several errors and it was noted that there was corrosion on the main board. The main board was replaced and calibrated, the battery contacts were cleaned and it passed its final testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the product had been returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.